Event description:
(B)(4) study. Same case as 2134265-2013-01246; 2134265-2013-01247; 2134265-2013-01927; 2134265-2013-01926. It was reported that post a stenting treatment procedure myocardial infarction and stent thrombosis occured. Lesion 1 was located in the mid left anterior descending (lad) artery with 99% stenosis and was 8 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with direct stent placement using a 3.0 x 16 mm promus element plus stent with 0% residual stenosis. Lesion 2 was located in the distal left anterior descending artery with 90% stenosis and was 4 mm long with a reference vessel diameter of 2.1 mm. The physician treated the lesion with direct stent placement using a 2.25 x 20 mm promus element plus stent with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient was diagnosed with a myocardial infarction and stent thrombosis and was hospitalized on the same day. Cardiac catheterization was recommended. The 70% in-stent thrombosis in the middle segment of the lad was treated with thrombectomy. There was evidence of severe residual stenosis just proximal to the previously placed stent which was treated with a 2.5 x 16 mm promus element des stent with excellent angiographic results. Also, the severe 70% stenosis in the proximal lad at the site of previous unknown coronary stent was treated with 3.0 x 12 mm promus element des stent. The patient was discharged, on aspirin, clopidogrel and prasugrel. The patient was discharged. In (B)(6) 2013, the patient was diagnosed with myocardial infarction and stent thrombosis and cardiac catheterization was recommended. The proximal in-stent thrombotic occlusion of the 3.0 x 12 mm promus element stent in the proximal segment of lad was treated with multiple balloon angioplasties and thrombectomy with good results. Also, the more distal of the two series of lad stents (involving the index procedure study stents and the 2.5 x 16 mm promus element stent placed during the previous tvr were post-dilated with good angiographic results. The event was considered resolved.

Event description:
It was further reported that both target lesions treated in the index procedure in (B)(6) 2013, were in-stent restenosis of previously placed unknown drug eluting stents in the mid and distal left anterior descending artery (lad). It was also further reported that during the post index procedure 20 days later, the patient presented to the emergency room (ER) with a st-segment elevation myocardial infarction (stemi) alert which was called by emergency medical services (ems) and was referred for emergency cardiac catheterization. It was noted the patient had not been complaint with their medication including aspirin and clopidogrel. An electrocardiogram (ECG) was performed which revealed an st elevation myocardial infarction (mi) in the anterior (septal) and lateral. (B)(6) 2013, 34 days post index procedure, the patient presented to the emergency room (ER) with chest pain. An ECG was performed that revealed intra-ventricular conduction delay as well as history of acute mi in the anterior lateral leads. The patient was found to have elevated cardiac enzyme values and an acute anterior wall myocardial infarction was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: the device was not returned. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).